Manufacturer narrative:
The insulin pump was received with blank display due to battery connector not plugged in properly. The pump was replugged with the battery tube connector and pump passed operating current. The detail trace and pump history confirmed that no unexpected low battery alarm anomaly was noted. The micro timer functioned properly. The pump was received with minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a low battery alarm from the insulin pump. The customer's blood glucose reading was unknown. No further information was given.